Event description:
It was reported that during a lap cystectomy procedure the blade broke but could be removed. No further information is available. No adverse patient consequences were reported. Procedure was completed with same like product. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned for analysis, only the dislodged top jaw was received. The jaw was found in good visual conditions. No functional testing could be performed. The top jaw dislodged when the I-blade was broken.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.